Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. Upon evaluation, the j1000 jumper on the ca board was defective. The pins on the j1000 jumper were reading high resistance, which resulted in an inability of the a/d circuit to read the correct cap voltage. The cause of the discharge profile faults was the defective j1000. The cause of the defective j1000 was unable to be positively identified. No adverse event resulted from the defective j1000. The patient received a replacement monitor.

Event description:
Review of a (B)(6) male patient's download revealed discharge profile fault flags. Zoll customer support contacted the patient and issued the patient a replacement monitor.